Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6) 2012. According to the complainant, the console would not deliver energy when set to 70w in the monopolar "coag" mode; however, the procedure was completed with this device. The foot switch, power cord, active cord, and snare had all been replaced, but this did not resolve the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2012. According to the complainant, the console would not deliver energy when set to 70w in the monopolar "coag" mode; however, the procedure was completed with this device. The foot switch, power cord, active cord, and snare had all been replaced, but this did not resolve the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The unit was received disassembled; knobs were detached as well as some cover screws and the bezel. Many decals and minor scratches were found on the chassis. Upon further inspection, it was noted that all connectors were dismounted from their respective connection ports; therefore, all connectors and boards were reseated properly prior to electrical evaluation. During the endostat iii return evaluation procedure, the output in monopolar modes fluctuated or ceased altogether because the monopolar connector spring clip was worn. When the connector was held firmly in place, the output remained within the normal range. The spring clip was was replaced and the unit passed the endostat iii return evaluation procedure.the condition of the returned device was consistent with the complaint that the unit would not deliver energy in the monopolar "coag" mode; the complaint was confirmed. The most probable root cause of the defect identified is wear and tear.a review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.